Manufacturer narrative:
Evaluation summary: customer reported that a patient's postoperatively iop increased. Only shunt was received for investigation. During initial inner illumination test, partial blockage of the lumen was found. After cleaning the device the blockage was removed. Light passed through both sides of the restriction unit. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event.

Event description:
Additional information was received that the intraocular pressure (iop) was not decreased after massaging of the eye. Eye drops were prescribed and needling was performed. After needling, no flow was confirmed, although the flap was opened. In the surgeon's opinion, the shunt was clogged by something because the iop was high. Suture lysis was also performed.

Event description:
Additional information was received that the intraocular pressure (iop) was not decreased after massage. Medication was prescribed and needling was performed. After needling, no flow was confirmed, although the flap was opened. It was determined that the shunt was clogged by something because the iop was high. Suture lysis was also performed.

Manufacturer narrative:
Evaluation summary: a customer reported that a patient's postoperative iop increased. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. A sample was sent to sterilization and not returned yet, therefore, the condition of the product could not be verified. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a patient's postoperative intraocular pressure (iop) increased following a glaucoma filtering device implant procedure. The doctor reported that the device was clogged. The device was explanted and a trabeculectomy was performed. The iop decreased following the procedure.